Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the "last few times" the patient has gone to charge their implant, the battery on the controller bottom 10% of the battery flashes red and there is no percentage that shows. The patient will hold the recharger for a few minutes and all of a sudden it will beep again and it will kick up to 70%. Today the patient put it on and it kicked to 70% right away but it started off the first few minutes flashing red and the patient could almost feel like the stimulator wasn't on and then turned on when it "jumped" and the patient could feel stimulation. Patient said they have had some bladder issues recently so they are wondering if the ins is turning off. The last time the patient charged their implant was thursday and it has been less than a week since they last charged. In the past they have gone "almost 2 weeks" without having to charge and even when they go 2 weeks they still have 30 or 40% battery left. Today when the patient just charged the implant to 100% they turned the charger off and removed it from over the device and waited a few mins and the same thing happened. As soon as it detected the device the battery was flashing red on the bottom and then a couple minutes later it jumped up right up to 90%. Patient said if they just charged to 100%, they don't see where the battery would drop 10%. Before they would hover over it and it would immediately show 30 or 40% or 60% and the lowest they've ever seen it was 20%. Had patient reset their blue tooth connection on their handset. Patient connected recharger to handset and ins. Patient reported a normal charging connection no flashing red and got to 100% battery of ins. Patient stated they will attempt to connect again tomorrow and will call back if issue persists

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28; product type: 0200-lead; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.